Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericarditis. During a pulsed field ablation (pfa) procedure a farawave was selected for use. 56 farawave applications were given. The case was completed without issues. At the end of the procedure the physician suspected of a pericarditis. No further information was provided.